Event description:
A cordis patient called for medical information and additionally reported adverse events. On (B)(6) 2001 patient had a "bx velocity transhepatic biliary stent" implanted in the lad for a 90% blockage in the lad found after an unspecified test followed by a catheterization and angiogram. Beginning on (B)(6) 2010, patient experienced a heart attack and was hospitalized for 9 days. No further information was obtained at the time of call.

Manufacturer narrative:
This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. Gtin number is not available. Please note that the event date ((B)(6) 2010) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the event occurred in 2010; the month and day is currently unknown.

Manufacturer narrative:
Complaint conclusion: a cordis patient called for medical information and additionally reported adverse events. On (B)(6) 2001 patient had a "bx velocity transhepatic biliary stent" implanted in the lad for a 90% blockage in the lad found after an unspecified test followed by a catheterization and angiogram. Beginning on 2010/u/u, patient experienced a heart attack and was hospitalized for 9 days. No further information was obtained at the time of call. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis as it remains implanted. Review of lot x0800503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A myocardial infarction (mi) results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. An mi is a known potential adverse event related to having a coronary stent implanted. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially a side branch, causing an mi. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.